Manufacturer narrative:
Bd received 8 photos from the customer facility for investigation. Based on the evaluation of the photos, bd observed a partially formed stopper. The manufacturing records were reviewed for the incident lot and no issues were identified. Further investigation activities were conducted, and a potential root cause has been identified. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that a bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure didn't draw sufficient volume of blood. No serious injury or medical intervention reported.